Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic lobectomy of right lower lobe resection procedure, when the pulmonary fissure was fired on, the handle clicked and two staples burst. The staples did not form and there was an incomplete staple line in the proximal part. It was also reported that the I-beam broke. Another handle and reload were used to complete the case. It took an extra 30 minutes for the thoracoscopy to pick up the staple. The staples in the stapler reload were scattered in the chest, because they didn't form as b-shaped, which was relatively dangerous and needed to be picked up or pulled out by staples extractor. There was no patient injury.